Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
The device failed as intended as the poly wore out.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 63 yo female patient who had a left knee implanted, underwent a revision procedure approximately 9 years 4 months post the initial procedure. Reason was not reported. Over time was indicated. The liner was exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were not able to be obtained. The explanted device is not available for return due to hospital policy. No device image was provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.